Manufacturer narrative:
Follow-up # 1 date of submission 03/23/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: visual inspection revealed that the battery compartment threads were damaged/stripped. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was damaged/torn. The audio bolus button responded appropriately to button presses despite the cover damage. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.